Event description:
Complainant alleged that during biomed testing, the device's pacer output was incorrect. When set at 360 joules, the device was at 300 joules. Complainant indicated that there was no patient involvement in the reported malfunction.